Event description:
It was reported that this implantable cardioverter defibrillator (ICD) stored inappropriate atrial tachy response episodes due to far field oversensing. Technical services (ts) advised the presenting electrogram shows the ICD is operating as programmed. Ts provided programming suggestions. This ICD remains in service. No adverse patient effects were reported.